Manufacturer narrative:
The investigation determined the most likely cause of the event was the customer using an elecsys tacrolimus reagent pack that had a crack in the mouth. Testing of the returned reagent pack confirmed the customer's results. Medwatch fields d1-d4, g1, and g4 were updated.

Manufacturer narrative:
The investigation is ongoing.

Event description:
There was an allegation of questionable tacrolimus elecsys results from the cobas 6000 e601 module. Sample 1 initial result was 2.64 ng/ml and the repeat result was 3.89 mg/ml. Sample 3 initial result was 11.73 ng/ml and the repeat result was 15.67 ng/ml. The questionable results were not reported out of the laboratory. The reagent lot number was 61490501 with an expiration date of 31-jan-2024.